Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that power conversion board and batteries were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system could not be powered on. There was no patient present at the time of the issue.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the transistors were found to have shorted. Analysis found that the reported event was related to an electrical problem.